Manufacturer narrative:
It was reported that the blower stalled. The customer had replaced the blower. There is no confirmation provided via good faith effort (gfe) with the customer on whether the blower replacement resolved the reported issue. Multiple attempts have been made on 09jan2026, 16jan2026, and 23jan2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower stalled. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the blower stalled. The customer had replaced the blower. This investigation is ongoing.